Event description:
It was reported that the external pulse generator would not turn on and had missing knobs. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the battery flex and battery contacts were contaminated. It was also noted that the two control knobs and two knob springs were missing, upper case was broken, lower case was broken and contaminated, the battery drawer and battery latches were contaminated, and the ring cover, two side bail covers, ring and two side bails were missing.

Event description:
It was reported that the external pulse generator would not turn on and had missing knobs. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.